Event description:
It was reported that the shaft of the endowrist prograsp instrument is rough and scratched. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that the main tube has multiple sections, 180 degrees apart, with material removal from scrapes and scratches. The scrape marks are parallel to the tube axis and based on the location and appearance, the damage was most likely caused by a cannula accessory. The scratches are not aligned with the tube axis and were most likely from instrument collisions and or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.